Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate shock therapy due to double-counting of r-waves. The oversensing was only present during sensing. It is unknown if electromagnetic interference was present at the event of oversensing. Programming changes were recommended. No further information is available.

Event description:
New information received states the decoupled sense amplifier and pacemaker sensitivity were programmed to new settings. There was no source of electromagnetic interference. No further information is available.